Event description:
It was reported that this right atrial (ra) lead dislodged. This lead was explanted and replaced. No patient complications were reported. No additional adverse patient effects were reported.